Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the calcified and extremely tortuous right coronary artery (rca). The 8 mm x 4.0 mm quantum maverick monorail balloon catheter was being used to post dilate a 3.5 mm x 24 mm taxis drug eluting stent when the balloon ruptured at 15 atms on the initial inflation. The procedure was successfully completed with this device. No pt complications were reported. Pt status is reported as "good".